Manufacturer narrative:
The home pt's nurse stated the pt came to the dialysis center with his homechoice device in 2005 and proper procedures were reviewed.

Event description:
A home pt contacted baxter's technical service center and stated he did not prime the pt line prior to initiating therapy. No pt injury or medical intervention was associated with this report per the home pt's nurse.